Event description:
It was reported that a patient without astigmatism developed astigmatism after implantation surgery of the preloaded intraocular lens (iol). There was no patient injury reported. Through follow-up we learned, that the patient's uncorrected visual acuity (ucva) before surgery was 0.4 and the corrected visual acuity after surgery was 0.9. The readings pre-operation on (B)(6) 2023 were sphere +1.75 c-1.50 93. After surgery, the ucva was 0.3 and the best corrected visual acuity (bcva) was 1.2. The readings post-operation: were sphere +0.75d c-1.75d 104. The corneal astigmatism was unchanged: 0.5d to -0.0d. Account indicated that the patient was dissatisfied with the outcome. On (B)(6), the lens was explanted and an iol from a competitor was implanted. The patient was examined the following day. Without correction, visual acuity (va) was 1.2 (reflex astigmatism -0.75d). Four days later, naked eye va was 1.2 (reflex astigmatism -1.25d). The patient is now satisfied. No further details were provided.

Manufacturer narrative:
Section a4 - unknown, as information was requested but not provided. Section b3 - date of event: unknown, as information was requested but not provided. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4 - PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.